Event description:
A customer technical advocate (cta) was contacted with regard to a verified incorrect results generated on a patient sample using a cell-dyn 3200 sl analyzer. An initial hemoglobin value of 8.8 g/dl with rrbc flags was obtained. The sample was then repeated in resistant mode, obtaining a hemoglobin value of 12.0 g/dl with band/diff and nrbc flags. A manual differential was performed and the 12.0 g/dl hemoglobin result reported. The next day a new sample from this patient yielded a hemoglobin of 8.4 g/dl. The sample from the day before was rerun, generating a hemoglobin value of 8.74 g/dl in closed mode and a value of 8.5 g/dl in resistant mode. A corrected report for hemoglobin 8.74 g/dl was sent. No impact to patient management was reported.